Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Event log review shows alam for no disposable near the end of the infusion prior to low volume alarm. The pump delivered per specification during use testing. Service trimmed the expulsor to bring the pump in a more nominal range of the specification as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump has a no reservoir message and cannot complete delivery. No reported adverse effects.